Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, but a broken wire for the cooling fan of the x ray tube was discovered. After extended use without the cooling fan the tube would being to arc. Repaired the cable to the cooling fan and cleaned and degreased all high voltage connections. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 made a loud popping sound after extended use. There was no adverse patient involvement reported. There was no patient information reported.